Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. It was reported that the pt lost stimulation, and the pt's programmer displayed a communication error. A new programmer was sent to the pt. F/u on the pt found that the new programmer did not resolve the issue. The physician explanted and replaced the ipg on (B)(6) 2011. No further pt issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.